Event description:
It was reported that the patient had an alif at l5-s1 almost 5 years ago using a stalif cage with rhbmp-2. The latest imagery shows lucency around screws, a non-union at l5-s1, a lucent line across the graft, scattered atherosclerotic calcifications, and osteophyte formations.

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion (alif) at l5-s1 using rhbmp-2/acs. Reportedly, there is a lot of translucency on images. The fusion has failed. The patient needs another surgery, and has been scheduled for two rfi ablations for pain management. No additional information was provided.

Manufacturer narrative:
Implant date: 2007. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. A review of the certificates of analysis and packing list for the infuse bone graft kit was not possible without further product information.